Event description:
Pt was at home on ltv 950 since 01/2001. Pt was on settings of CPAP pressure support of 10cm with peep of 5cm. Alarm settings: low, exhale volume - 200-300cc, apnea period - 60 seconds, time term - 0.4, sensitivity - 3 (instructed pt's parent to lower to 2 or 1 and watch for auto cycle), backup ventilator tidal volume set at 50cc, backup rate auto set at 12. Returned a call from parent of pt at 11:30 a.m. Parent stated the following: "found the pt still attached to the ventilator (ltv 950) and ventilator was not cycling or alarming". Pt was found dead. Parent states no air coming out of circuit when disconnected it.